Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a follow up MDR will be submitted upon completion of the plants investigation.

Event description:
A peritoneal dialysis patient reported a leak at a supply bag connecter during treatment. During follow up with the patient's clinic no adverse event was reported. Additional information has been solicited. The set has not been made available for evaluation.